Event description:
New information received notes the recurrent noise was occurred on the right atrial lead. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right atrial lead was sensing noise leading to inappropriate mode switch episodes. The patient was seen in the clinic on (B)(6) 2021, the device was tested, and the noise was not reproducible. No intervention was performed. The patient was asymptomatic to the event.